Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error alarm noted during testing. However, power error alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was unknown at the time of the incident. Customer checked the alarm history and occurred the alarm three times with in the week. The device will be return for analysis.